Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners and missing the black o ring/seal from inside reservoir tube. The reservoir does not stay locked in place properly due to broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump cracked after being dropped on the floor. Reservoir would not stay inside the reservoir compartment. Customer's blood glucose was 120 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.